Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results that detected only the orf1ab target, but are not detected on repeat runs or on a competitor assay. The customer confirmed the allaged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat and with the competitor assay and no alleged harm occurred. Patient information and patient sample collection method was not provided. The customer provided runs from (B)(6) 2021 on the simpexa assay, but not from any competitor assays. Analysis of the simplexa assay runs showed 2 samples with orf1ab detected on initial runs, but negative after repeat on the same simplexa assay. Sample ID# (B)(6) detected the orf1ab target at CT = 37.0, but not detected on repeat. Sample ID# (B)(6) detected the orf1ab target at CT = 37.0, but not detected on repeat. It is likely these samples are near the limit of detection of the simplexa assay, but the patient samples were not provided for testing. It is noted that the curves of the detected samples were non-sigmoidal and not smooth. On 3/31/2021, a field service engineer (fse) was dispatched to the customer site to clean the intrument optics and reseat opitcal cables on the liaison mdx instrument 1d0513. On (B)(6) 2021, the fse was dispatched again to the customer site for "wavy" s gene signal in the fam channel. During the first week of (B)(6), diasorin molecular's scientific affairs field application specialist (fas) visited the customer site to investigate the instrument performance and ran a side-by-side test on the customer's instrument and a diasorin loaner instrument and obtained noisy orf1ab signals in the joe channel on both instruments. It is not likely the instrument is causing the false result, therefore retain testing of mol4150 lot# 9175n was requested on 5/11/2021. Batch record review showed the critical component, reaction mix mol4151 lot# 9599n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# 9175n for suspected false positive results. The conclusion is pending the completion of retain testing that was requested on 5/11/2021.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results that detected only the orf1ab target, but are not detected on repeat runs or on a competitor assay. The customer confirmed the allaged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat and with the competitor assay and no alleged harm occurred. Other than patient sample ID numbers, other patient information and patient sample collection method was not provided.